Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: review of the black box data revealed multiple, unexplained power on reset events. The returned battery cap was intact and without damage and fit securely to the pump. The battery cap measurements were evaluated and found to be within the required specifications. Manipulation of the battery cap while attached to the pump did not result in an interruption of power. The pump was exercised for 24 hours without any interruption in power. The pump cover was removed for further investigation and did not reveal any damage, defect or contamination of the pump¿s internal components. Investigation did not duplicate the complaint.